Event description:
Reported by the complainant as follows: flexi-seal management system was used for management of frequent liquid stools. Device was in for 14 days when patient developed bright red blood from rectum. Colonoscopy showed severe rectal ulceration. Patient's primary diagnosis for hospitalization was copd. Comorbidities include iddm, obesity, htn, dvt, and the patient had been on coumadin, and oral prednisone for the previous 6 months. During the hospitalization the patient also developed gi bleeding as well as acute renal failure, and required dialysis. Flexi seal fms was in place for diarrhea (c-diff negative) for 14 days when a "large volume" hemorrhage occurred from the rectum. A colonoscopy was performed which revealed a "severe rectal ulcer". Subsequently the hemorrhage ceased, however, the complainant was unable to tell if a medical procedure was required in order to stop the bleeding. She stated she did not have the patient's chart, but only a report. The complainant stated that the patient eventually recovered to the point of being able to be discharged.